Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: d10, e1 (event site address), h6 (medical device problem code) avery, rn from the cicu, reported an autofill failure alarm on the cardiosave pump for the same patient previously associated with a gas loss alarm. Due to axillary insertion (off label use), troubleshooting was performed following the IFU, including repeated attempts using the iab fill and start keys. Therapy eventually resumed. The rn planned to change out the pump, and later confirmed that the pump was replaced, after which the autofill failure alarm stopped, though occasional gas loss alarms persisted. Catheter information was later provided. No patient harm was reported.

Event description:
N/a.

Event description:
(B)(6), rn from the cicu, reported an autofill failure alarm on the cardiosave pump for the same patient previously associated with a gas loss alarm. Due to axillary insertion (off label use), troubleshooting was performed following the IFU, including repeated attempts using the iab fill and start keys. Therapy eventually resumed. The rn planned to change out the pump, and later confirmed that the pump was replaced, after which the autofill failure alarm stopped, though occasional gas loss alarms persisted. Catheter information was later provided. No patient harm was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.